Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160765/7160775, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 35056977, UDI: (B)(4).

Event description:
It was reported that a small section of the incision at the implantable pulse generator (ipg) site opened. The physician believed that it was not related to the device. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.